Manufacturer narrative:
Section d4: serial# was requested but was not provided. Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms was confirmed via the submitted log file. The log file captured intermittent no external power and low voltage hazard alarms on (B)(6) 2021 from 20:13:06 to 20:40:14 due to temporary losses of ac power while connected to the mpu. The system controller backup battery supplied power to the system without issue during all losses of external power. The alarms resolved each time when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event was determined to be the patient disconnecting the mpu from ac power. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported on 14sep2021 that the log files captured several low voltage hazard/no external power events on (B)(6) 2021 while connected to the mobile power unit (mpu). There appeared to be a total loss of power to the mpu. The system controller back up battery engaged as expected. It was further reported on 14sep2021 that the batteries were not in the patient's mpu which also had caused it to alarm. The cardiac nurse educator spoke with the patient and ensured that they placed themselves on battery power at that time. There had been no reported issues since then.